Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using the penumbra system 3max reperfusion catheter. During the procedure, the physician used a synchro wire to gain access into the m1 and then used a coaxial technique with the 5max ace reperfusion catheter tracked over the 3max reperfusion catheter. After advancing the catheters, the physician then removed the wire and while attempting to remove the 3max reperfusion catheter to begin aspiration through the 5max ace catheter, the distal tip of the 3max reperfusion catheter fractured and a piece of it stayed in the patient. The physician unsuccessfully attempted to snare the piece and the patient was sent for an magnetic resonance imaging (MRI).

Manufacturer narrative:
Conclusion: the device has not been retrieved as unsuccessful attempts have been made to the hospital. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. A voluntary report was submitted to the manufacturer; (B)(4). Unable to obtain device from hospital.

Manufacturer narrative:
Conclusion: this device is available for return; however, the device is being held in risk management by the hospital. A follow up MDR will be submitted upon completion of the device investigation.